Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix mechanism. (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that both the atrial and ventricular leads had dislodged. It was also reported that the right ventricular lead had unacceptable thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.